Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8163921. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-06-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for needle clog on lot # 8163921. Unable to perform complaint lot history check due to an unknown lot number for bending during use pe & separates. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that medication does not flow during priming and the hub detaches when removed after injection with a bd ultra-fine¿ pen needle. Clogging during prime occurred on 25 occasions with batch 8163921. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported the needle is clogged, nothing comes out of the needle during priming. Additionally, it was reported that the needle detaches from the hub when he removes it from his skin. Additionally, the bd sales consultant provided the following additional information: advised consumer to save the sample if re occurs. He uses the new needle each time of his injection, he rotates the injection site. He visually tests the needle to see if it is straight. He does the priming. He tightens the needle on to the pen, advised we recommend not to tighten too tightly on to the pen firm attachment. He has notified this to the pharmacist, they advised him to call us. Advised consumer to bring this to his doctors attention to go over the instruction since too many occurrence.